Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm handle to address the lock issue. During the investigation, system presented a collimator error. Replaced the collimator and collimator potentiometer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lock is stripped on the 9600 system. There was no report of pt injury.